Event description:
We ran into several issues today with our steam integrators 1243. They are exploding while going through the sterilization process. They all appear to be the same lot # gf092028, that being said not all of this lot are exploding as I have 2 of these indicators from the same tray and one is fine, the other exploded.